Manufacturer narrative:
New information: mentor received additional information, which provided the updated account name. The additional information also indicated that the patient experienced bilateral rupture, which was confirmed by physical examination and MRI report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/23/2019. The date of explant was set for (B)(6) 2019. 1. Is other serious- uncheck. 2. Is required intervention- check. Additional information was received on 10/2/2019. The physician's office called to confirm that the devices were ruptured. The mentor failure analysis lab received the device for evaluation on 10/10/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During evaluation of the device a rupture measuring approximately12.6 cm was noted on the posterior view. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 500cc gel breast implant, catalog # 3545007, lot # 191658. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 500cc and experienced a rupture on the left breast implant. The ruptured was diagnosed through patient¿s CT. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.